Event description:
It was reported that the user experienced a low blood glucose event with a cgm reading of 74 mg/dl and a confirmatory fingerstick of 69 mg/dl while using the ilet system; the user treated the low with oral glucose prior to contacting support, received education to wait for stabilization before announcing a meal, and reported that lows are typical for her. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and symptom resolution without alarms, alerts, or need for medical care. Investigation included customer interview and troubleshooting with education on timing of meal announcements relative to glucose stabilization. Investigation of this case revealed no device alarms or malfunctions and no device component issues, with the event consistent with user-experienced hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.